Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous proximal left anterior descending artery. The physician had difficulty crossing the lesion and noted that the stent got flared. It is unknown how the procedure was completed. There were no reported complications and the patient condition is good.